Event description:
Surgeon states that he felt the delivery system used during insertion of this intraocular lens was not defective and that the lens should not have been damaged in the way he used it with the delivery system.